Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.

Event description:
It was reported that the customer had high blood glucose levels and was hospitalized for diabetic ketoacidosis. Customer had a fever of 100 degrees and was treated with an insulin drip while in the hospital. While hospitalized customer was placed back on pump but began to run a high blood glucose level again. Delivery system check was performed and pump was functioning as expected.